Manufacturer narrative:
A titan touch pump and two cylinders were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. A failure of the back pressure test and inlet valve test was noted with the pump as the balls in the pump failed to seat properly. It was determined that foreign material was noted in the spring/ball and seat component of the pump. A group of striations, indicating contact with unshod instrumentation, was noted on the bladder of cylinder 1. This is a site of leakage. No functional abnormalities were noted with cylinder 2. Because these components were released according to manufacturing and quality control procedures it was concluded that the foreign material noted in the spring/ball and seat component of the pump resulted in the failure of the back pressure and inlet valve tests. In addition, it was concluded that the observed instrument separation in the bladder of cylinder 1 occurred after the device packaging was opened. Because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or after explant. The information received indicated the device had a torn tubing, but because no functional abnormalities were noted with the returned components other than instrument damage and foreign material obstruction, the complaint could not be confirmed as reported.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report. : device not returned.

Event description:
As reported to coloplast, though not verified, transition pump tubing broken/torn. There is no specific trauma for the customer, because it was completely replaced with titan touch. No other adverse patient effects were reported.